Event description:
Microscope drape was opened to the field. As scrub tech was picking up supplies and organizing she found a hair stuck inside the microscope drape. This was immediately removed and operating room team broke down the sterile field because of possible contamination.